Manufacturer narrative:
As reported, the phasix st mesh was protruding through the patient's abdomen about 2 months post-implant. As reported, the surgeon "did not feel there was anything wrong with the mesh"; however, based on the information available, no conclusions can be made. Extrusion is a known inherent risk of surgery/use of the device and is listed as a possible complication in the adverse reactions section of the instructions-for-use supplied with the device. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 220 units released for distribution in november 2021. Note, the date of event is provided as an estimate based on the information provided. Not returned - remains implanted.

Event description:
As reported, the patient was implanted with a bard/davol phasix st mesh for a ventral hernia repair on (B)(6) 2022. As reported, about 2 months post-implant, the mesh was noted to be protruding from the abdomen. As reported, the surgeon "did not feel there is anything wrong with the phasix st mesh, just the patient's fascia". As reported, the surgeon decided to debride the wound and will continue to monitor the patient.